Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient lost stimulation. It was determined that all contacts were out on the patient&#38112;leads. X-ray was taken but it was inconclusive. The patient underwent a replacement of the leads. Malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2352-50 (sn (B)(4)): device evaluation indicated that all cables were fractured at the bent/kinked sections of the lead body apparent a clik anchor site. In addition, e1 cable was fractured in the distal electrode array. There were no exposed cables. Sc-2352-50 (sn (B)(4)): device evaluation indicated that all cables were fractured at the bent/kinked sections of the lead body apparent a clik anchor site. In addition, e1 cable was fractured in the proximal electrode array. There were no exposed cables.

Event description:
A report was received that the patient lost stimulation. It was determined that all contacts were out on the patient's leads. X-ray was taken but it was inconclusive. The patient underwent a replacement of the leads. Malfunction was suspected. The patient was reportedly doing well postoperatively.